Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found other reported incident(s) against the provided liner and femoral head product/lot combination(s). Per procedure, these devices are exempt from device history record review. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address leg length discrepancy. Update rec'd 3/6/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty walking, signs of loosening. The liner and head are now being reported to address metal on metal allegations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI:unavailable.

Event description:
Update 11/19/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal wear, leg length discrepancy, and signs of loosening. The note didn't indicate which implant(s) were loose. The cup and stem were both revised, but neither were noted to be loose. The stem was noted to be well fixed and they had to loosen the cup to remove it. While removing the stem the femur was fractured. The stem is being added for the leg length discrepancy and part/lot is being updated. At this time the cup isn't being reported as it wasn't indicated to be loose. The complaint was updated on: 12/3/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate